Manufacturer narrative:
(B)(4).

Event description:
A patient who had an implanted neurostimulator (ins) for spinal pain and post laminectomy pain reported on (B)(6) 2015 that there was a broken connector. The patient was hurting because the ins had run down and they were not able to recharge due to damage to the recharge (desktop charger connector pin). The ins had turned off. The issues were noted to have occurred on (B)(6) 2015. A supplemental report will be submitted if additional information is received.